Manufacturer narrative:
Product not returned for eval.

Event description:
Pt reported instance of battery not working after 45 days of use. He indicated that the infusion device stopped without alarm. Pt replaced the batteries and the infusion device worked fine. He did not report any physiological effects associated with this issue. No medical assistance was required. Product will not be returned for eval.